Manufacturer narrative:
Model number/catalog number: sc-1160. Serial number: (B)(4). Batch/lot number: 353401. Model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 5143615. Model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting any stimulation even when the scs device was fully maxed out and was also experiencing discomfort at the pocket site. High impedances were noted on each lead. It was confirmed via x-ray that both leads pulled completely out and were wrapped around the ipg. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively.